Manufacturer narrative:
Film evaluation summary: the exact cause of the migration leading to the proximal type I endoleak could not be determined from the limited films provided. The anatomy at implant is unknown, and more recent follow-up films including CT¿s post-implant were not available. Three still angio images during an intervention were reviewed. A talent bifurcate stent graft system was seen positioned ~1cm below the renal arteries, and there was a likely proximal type I endoleak. Since images immediately post-implant were not available for review, and the distance that the bifurcate had migrated is unknown. There was little neck angulation; however, there appeared to be a marginal proximal seal. The stent graft proximal od measured ~28mm, and 10mm lower was ~37mm. It is likely that the proximal type I and migration was caused by disease progression; neck dilatation. A single image after implanting the endurant cuff did not show any appreciable reduction of the strength of the endoleak, and after implanting the endoanchors the reported endoleak was not clearly visible. The cause of the residual endoleak could not be determined.

Event description:
A talent aaa stent graft system was implanted in the patient for the endovascular treatment of abdominal aortic aneurysm. It was reported that the a recent CT scan revealed that the talent stent graft had migrated distally with a proximal type I endoleak. Currently, the aortic neck is 29-30 mm in diameter and 12 mm in length. There was approximately 12mm from infrarenal to top of the talent stent graft fabric. The physician elected to implant an endurant aortic cuff up to renal arteries. An angiogram revealed after the endurant aortic cuff was implanted that the proximal type I endoleak was still evident but late. The physician implanted 14 heli-fx aptus endoanchors in to resolve the proximal type I endoleak, however the endoleak was improved but still not completely resolved. Per the physician, the cause of the proximal type I endoleak was due to disease progression and the cause of the persistent type I endoleak, after the aortic cuff was implanted, could not be determined. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.